Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the presence of calcification in the posterior capsule area, black debris consistent with metal-on-metal wear, scar tissue, hypertrophic synovium, and black residue during the left hip revision. Additional information received in patient medical records noted that on (B)(6) 2011 patient's blood was tested.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the presence of calcification in the posterior capsule area, black debris consistent with metal-on-metal wear, scar tissue, hypertrophic synovium, and black residue during the left hip revision.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "periarticular calcification or ossification, with or without impediment of joint mobility." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.